Event description:
According to the event description there was a discrepancy in the volume that was displayed on the syringe when compared with the pump. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k092313, k172831, k191910. Investigation results: the device history files were analyzed. The device history files from 2025-03-03 were analyzed. A terumo 50 ml syringe was selected, and the infusion started with a rate of 0,40ml/h and a volume of 10.2ml at 6:12am. At 9:39pm the rate was change to 0,60ml/h. At 12:17pm the infusion was stopped, and a syringe change was performed. The infusion was continued with the rate of 0,60ml/h at 3:11pm. At 9:23pm the infusion was stopped, and the syringe was extracted. At this time, 6 ,69ml was infused. No other abnormalities were found. Judgment: the complaint could not be confirmed.